Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope. It was found that the right ventricular (rv) lead high and undefined pacing impedance. A possible lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.